Event description:
Procedure performed: unknown. Event description: epix scissors. Could it be made in a different color that the other instruments? The wrong instrument was taken (scissor) and they cut the tissue instead of grasping it. The surgeon seeks that the instruments look a lot alike. [Translation] scissors; question from customer; can the color be changed? They've had a situation that the scissors were taken for another instrument and accidentally unintentionally cut the tissue. In short, they think the instruments resemble each other a lot. Intervention: unknown. Patient status: no known impact or consequences for the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. The complainant did not allege any malfunction with an applied medical product. Based on the description of the event, the reported event was caused by a use error, as the user mistook the scissors for a grasper. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: unknown. Detailed description of event: epix scissors. Could it be made in a different color that the other instruments? The wrong instrument was taken (scissor) and they cut the tissue instead of grasping it. The surgeon seeks that the instruments look a lot alike. Scissors; question from customer; can the color be changed? They've had a situation that the scissors were taken for another instrument and accidentally unintentionally cut the tissue. In short, they think the instruments resemble each other a lot. Patient status: no known impact or consequences for the patient. Type of intervention: unknown.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.